Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have localized melting on the tube extension at the orange plastic beneath. A review of the procedure logs confirmed there was another energy producing instrument in the procedure. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted endometriosis resection surgical procedure, the monopolar curved scissors (mcs) instrument was sent for disinfection and when the mcs tip cover accessory was removed, two burn marks were identified. The medical team did not report any problems during the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the damage was verified after the end of the surgery before reprocessing. The damage was to the instrument. No collision was reported during the procedure. The surgeon did not report any problems during the surgery. No arcing was observed during the procedure. There were no problems with the functionality of the mcs instrument during the procedure. The mcs instrument is available for return to isi for evaluation. The mcs tip cover accessory was discarded, but no damage was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors (mcs) instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Images associated with this reported event were submitted for review and a failure analysis engineer noted there appears to be thermal damage to the tube extension of the mcs instrument near the proximal clevis.